Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use at the time of event occurrence. A remote service engineer confirmed that the geometry pc failed to start during system startup, despite having power. There were no lights illuminated on the pc. A field service engineer visited the site, replaced the geo ipc, and completed the software installation onto the board. The defective geo pc was sent back to philips for further investigation. The analysis confirmed the malfunction and determined that the failed component was the power supply unit (psu). Following the replacement and software loading, the system was restored to operational condition and returned to service. The codes have been updated based on the investigation's outcome.